Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of approximately 38 mg/dl; cause was not known but customer did not suspect cause of low bg to be due to pump/supplies. Glucose tablets were consumed to address bg.